Manufacturer narrative:
The field service engineer replaced various parts and performed precision checks. The customer ran calibration and roche qc which were acceptable. This investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patients with the cobas 6000 c501 module. Sample 1 the initial result was 128 mmol/l and the repeated result was 134 mmol/l. Sample 2 the initial result was 132 mmol/l and the repeated result was 140 mmol/l. The questionable results were reported outside of the laboratory. The na electrode lot number was q96. The expiration date was requested but not provided.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2021, an alarm was noted for sodium and chloride. The qc recovery was requested but not provided.the alarm trace does not contain a conspicuous event. The investigation determined the service actions resolved the issue.